Event description:
The pt was implanted with mentor implants, three days later she started getting hives at the inframammary crease, which then spread to her entire chest. She was treated with benadryl and steroids. The pt is getting better and they are winging her off of the steroids. She is not sure if the devices will be removed yet.

Manufacturer narrative:
Per request by the FDA, I have split report 1645337-2011-00026 into two separate reports.